Event description:
Info received indicates that pump is pumping air. Rate: 42 ml/hr. Dose: infinity.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.